Event description:
It was reported that during central processing, the Endoscope was stuck in 30 down orientation. There was no report of patient involvement.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) received the da Vinci product to perform failure analysis; however, analysis is still in progress.